Event description:
It was reported through the litigation process that nine months and fifteen days post port placement via the right internal jugular vein, the patient allegedly experienced pain over the port site during access. It was further reported that patient allegedly experienced bacterial infection as the culture showed positive for staphylococcus epidermidis. Furthermore, the patient was diagnosed with bacteremia. Reportedly, the infected port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months and fifteen days post second port placement, patient presented with the complaints of port pain. Pain worsens when port was accessed. Patient was diagnosed with leukocytosis and urinary tract infection. Patient condition is stable and discharged to home. Around a day later, blood culture report showed gram positive cocci in clusters and final report dated four days later confirmed that staphylococcus epidermidis. Around one day later, patient presented with the complaints of body aches and recently positive blood cultures. She reports chronic malaise, fatigue, myalgias but states it been worse for the past few days. She has not accessed her port because I am scared but without any known dysfunction of her port as she typically receives IV fluids every other day. We will repeat her cultures today to screen further for bacteremia. She was diagnosed with acute positive blood cultures, acute malnutrition, acute dehydration. Around one day later, patient was seen by infectious disease team and discussed her history. She has had multiple organisms isolated by cultures and pcr testing. Patient underwent successful removal of a right chest port for bacteremia. Post removal, the catheter was sent for culture. Around two days later, blood culture negative for yeast and would stop the vancomycin and unasyn. Patient was discharged from the hospital. Around four days later, blood culture and catheter tip culture final report showed no growth. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence has been provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.